Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there were marks on the implant. No problem noted during injection and folding. Procedure completed on the same day. Lens remains implanted inside the patient eye. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned. Two marks were drawn on the iol depiction on the carton label. The marks were on either side of one haptic/optic junction. Unable to determine the type of damage from the drawing. The area of the damage may indicate that a plunger override occurred. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported marked lens. A drawing was provided. We are unable to determine the type of damage from the drawing. The area of the damage may indicate that a plunger override occurred. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. Not enough information was provided from the reporter to determine if qualified products were used. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4).